Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no prime alarm and prime or fill anomaly noted. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker, stained address, serial number label and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnected during prime. The drive support cap was protruded. It was advised a replacement will be sent and to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.